Event description:
High impedance measurements and no capture at max outputs were noted on this lv lead. The biv pacing was disabled. On (B)(6) 2010, the physician attempted to revise the lead, but was unable to obtain acceptable pacing parameters. Therefore, this lead was explanted and replaced with a competitive lead. Should additional information become available, this event will be updated.